Event description:
It was reported that the customer went to the emergency room (ER) with an unknown blood glucose (bg) level. Reportedly, the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.